Event description:
It is reported that the patient underwent a custom tmj procedure. The implant dislocated immediately post operatively. The patient's implant was successfully repositioned to prevent dislocation.

Manufacturer narrative:
This report is being submitted to update additional information in sections b3, b4, b5, g3, g6, h2, h6, and h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b1, b2, b4, b5, d4, d9, g3, g4, h1, h2, h3, h4, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. Review of the DHR revealed that all parts were designed properly and were found conforming through manufacturing. Review of the digital file showed that the implant was designed properly to the patient¿s anatomy. The implant dislocated immediately after surgery on (B)(6) 2024 and was repositioned to prevent dislocation on (B)(6) 2024. Both the fossa and mandible implants have suture holes, which are used to hold the mandible and fossa implants together. Post-operative scans were not provided for this case. Without post-op scans, no further investigation can be carried out. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Complaint: (B)(4). G2: foreign source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a custom tmj procedure. Subsequently, a procedure to adjust the position of the implants for an unknown reason is being considered.